Manufacturer narrative:
Attempts have been made to obtain additional information surrounding this event. However, additional information has not been received. If additional information becomes available, the complaint will be re-evaluated according to procedures. The device is not available for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the device. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 1892244r. The most likely root cause of the event may be attributed to expected aging of the device. If additional information is received, quality will re-evaluate this complaint in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, damage of tube near left cylinder.

Event description:
Additional information received indicated the reservoir was left in the patient.

Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the exhaust tube of cylinder 1 near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Surface abrasion was noted on the exhaust tube of cylinder 2 near the detachment site. No functional abnormalities were noted with cylinder 2. Partial separations within abrasion were noted in all tubes of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on all strain relief of the pump and on the detached tubing. The pump was unable to undergo all functional testing due to the presence of tissue within the pump. No functional abnormalities were noted with the detached tubing or the connector. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tube of cylinder 1 at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 1892244r.